Event description:
This is being filed to report a gripper actuation issue it was reported that on (B)(6) 2022, a patient presented with grade 4 degenerative mitral regurgitation, indentation of the posterior leaflet, and degenerative mutations of the posterior leaflet. The clip was positioned over the pathology, gripper orientation was performed as normal. After the second grasp, it was clear in echocardiography, that one gripper could not be lowered. Two more attempts were made to lower the gripper, without success. The clip was removed and another xtw was implanted on the centro-medial leaflets as planned. The mr was reduced to 2-3. Another xtw was decided to be implanted on the central position to further reduce the mr. After the first grasp attempt, it was clear that there was an indentation of the posterior leaflet. The indentation was not visible before due to degenerative mutations and was not caused by the mitraclips. This made it difficult to make a satisfactory grasp and capturing was also difficult. The clip was removed, and the mr was reduced to 2-3. There was no adverse patient effect, and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The returned device analysis confirmed the reported single gripper actuation issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the reported single gripper actuation issue is due to the harness pinching the gripper arm cover. A cause for the harness pinching the gripper arm cover could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a